Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site area # 11 (type iii bone). Primary stability and osseointegration were not achieved. Inadequate bone quality/quantity was involved in the event. The clinician reports that immediately at the time of placement, he noticed that the implant was spinning and not being retained, due to inadequate amount of bone and the quality of bone in the maxilla. The implant was removed on (B)(6) 2012. Another implant was not successfully placed during the surgical procedure. Med. History: no significant findings.